Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 004081 connector u/adapit str 22mm ID x 22mm od plug that closes the oxygen stem will not stay in place. This issue will lead to an unintentional circuit leak. There was no harm reported.

Manufacturer narrative:
Correction: d4: corrected model, catalog and unique identifier(UDI). D4 was updated to indicate correct model, catalog and UDI #.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: the quality personnel from molding area conducted a dimensional inspection of cap part number 65-1376d. This inspection revealed that all samples met the specified specifications. Furthermore, quality personnel from the incoming area conducted a dimensional inspection of connector part number 65-1481 on all physical samples and all samples were found to be within specifications. As a result, the reported defect was not confirmed. Based on the above, the reported defect was not confirmed and root cause not established.